Event description:
It was reported thrombosis occurred and the stent was explanted. The patient underwent lower extremity artery stenting. The stenosed target lesion was located in the iliac artery. A 9.0 x 40 x 135 cm express ld vascular stent was advanced and deployed for treatment. Subsequently, the physician performed thrombus aspiration. However, the stent was removed with the thrombus. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
B5. Describe event or problem- updated. D6 - implant date updated from unknown to (B)(6) 2022.

Event description:
It was reported thrombosis occurred and the stent was explanted. The patient underwent lower extremity artery stenting. The stenosed target lesion was located in the iliac artery. A 9.0 x 40 x 135 cm express ld vascular stent was advanced and deployed for treatment. Subsequently, the physician performed thrombus aspiration. However, the stent was removed with the thrombus. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the thrombosis did not caused by stent. And the stent deployment was for thrombus aspiration.

Manufacturer narrative:
H6 evaluation conclusion codes corrected based on investigation from "cause traced to intentional off-label, unapproved, or contraindicated use" to "adverse event related to procedure". B5. Describe event or problem- updated. D6 - implant date updated from unknown to (B)(6) 2022.

Event description:
It was reported thrombosis occurred and the stent was explanted. The patient underwent lower extremity artery stenting. The stenosed target lesion was located in the iliac artery. A 9.0 x 40 x 135 cm express ld vascular stent was advanced and deployed for treatment. Subsequently, the physician performed thrombus aspiration. However, the stent was removed with the thrombus. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the thrombosis did not caused by stent. And the stent deployment was for thrombus aspiration.